Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported there were high impedances >10,000 ohms on contacts 1, 2, 3, 5, 8, 9, 10, and 11. The rep reprogrammed on contacts 6-7 and the patient was getting good coverage. Group impedance was 1649 ohms. It was noted that the patient fell twice in (B)(6) and it was also noted that these falls could have been related to the impedance issue. The rep reprogrammed the patient and the patient was feeling stimulation. The rep noted that she would also try another group with contact 14 and 15. No patient symptoms were reported regarding this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.